Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow up with the right atrial lead programmed to an inactive mode due to loss of capture and failure to sense. No further interventions were performed. The patient was in stable condition.